Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the cables on 8mm maryland bipolar forceps instrument were loose and frayed. The instrument was not used on patient and procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.